Manufacturer narrative:
Follow-up # 1 date of submission 06/04/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads down to the case seal. Moisture corrosion was observed in the battery compartment. A leak test was performed and a battery compartment leak was confirmed. The pump case was removed and no evidence of moisture was found inside the pump. The returned battery and cartridge caps were used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked. It was noted that there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.